Manufacturer narrative:
B3 date of event is estimated

Event description:
Upon attempting to enter the child patient's blood sample into the inlet port, the analyzer was unable to aspirate the sample, resulting in an unsuccessful analysis. As a result, the child's blood sample was wasted.